Event description:
The customer reported to olympus that error codes b30 and e216 both "scope communication" errors occurred for the evis exera iii xenon light source. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Customer called the olympus technical assistance center (tac) support to troubleshoot an ongoing issue with b30 and e216 error. Tac has done trouble shooting over the phone with the customer. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and reproduce the event, the root cause of the b30 error could not be identified. However, it¿s likely the cause is related to a worn-out one touch connector. Olympus will continue to monitor field performance for this device.